Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image blackout a root cause could not be identified. Based on the results of the investigation. The most probable cause of the screen becomes noised is no problem detected and for image blackout is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had screen becomes noised. There were no reports of patient harm.